Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the internal leakage, pressure transducer, safety valve and patient circuit test failed during pre-use check. Our field service engineer has investigated the reported ventilator on site. The expiratory channel printed circuit board (pcb), pressure transducer pcb, and both nozzles were replaced to resolve the issue. The provided logs confirm the reported issue. However, despite several reminders we didn't receive the replaced parts for further investigation. Therefore, no root cause can be established.

Event description:
It was reported that the internal leakage, pressure transducer, safety valve and patient circuit test failed during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).